Manufacturer narrative:
Concomitant medical products: model 3189 (x2), scs lead, therapy date unknown.

Event description:
Related MFR report numbers: 1627487-2019-04760, 1627487-2019-04761. It was reported that patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2019 to explant the ipg and leads.